Manufacturer narrative:
The customer¿s report of air in line alarms was not confirmed. Three used primary sets model 2426-0007 lot 19076065 were received for investigation. No anomalies were noted upon visual inspection. Air boluses were observed in the tubing underneath the drip chamber as received. Functional testing including priming, infusion, and pressure testing produced no visual air in the line, air in line alarms, or leaks. The device pumps and pcu that were in use at the time of the customer event were not returned for investigation. The root cause of the customer¿s experience was not identified as it was not replicated during functional testing.

Event description:
The customer reported frequent air in line alarms with their 3 port IV sets. Although requested, the customer stated there were no further details or information regarding the event, or if any patient harm occurred as a result of the event.